Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes related to the internal battery were observed. The device's detachable battery cable was replaced to address the issues.